Event description:
The device system was currently used to deliver baclofen along with bupivacaine and hydromorphone as of 2013 -(B)(6). It was reported that ¿pump out of med patient missed refill date¿. The time of the event was not specified and no further information was provided. It was confirmed, the device delivered baclofen however, it was unclear if the device also contained hydromorphone and bupivacaine at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8590-1, lot# n268605, implanted: 2010 (B)(6); product type accessory product ID 8709sc, serial# (B)(6), implanted: 2010 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).